Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. The surgeon declined to provide additional information. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the capsular bag, but then the bag was observed to be unstable and likely to not support the lens, so the lens was removed from the eye. Another lens was implanted into the sulcus area during the same surgical setting. The surgeon declined to provide any further data.